Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked above the grip pad and the display screen was noted to be discolored.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a discolored display. This report is made based on results of investigation completed on 09/03/2015.